Event description:
Per the clinic, the patient was prescribed oral antibiotics (B)(6) 2014 (date not reported) due to an infection at the implant site. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.